Event description:
Per the clinic, the electrode leads were damaged during a surgery to remove a cholesteatoma, and subsequently the patient experienced a loss of connection to the internal device. The device was explanted (B)(6) 2012, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).